Event description:
It was reported that during use of the iab, it was noticed that there was a loss of helium. An x-ray was taken and it showed that the catheter's central lumen had fractured. The iab was removed surgically, with some damage to the iliac artery which was successfully repaired. Another iab was inserted without any pt complications.